Event description:
It was reported that on (B)(6) 2023 during a cool seal trinity procedure, pieces from the jaws broke off and were found in the belly of the patient. Pieces were removed and the patient was stable. No injury reported to the patient. Another device was used to complete the procedure.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.